Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Functionally the loading unit was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, the green load caught and did not open. The stapler was not able to fire. The surgeon was able to squeeze the handle. In order to resolve the issue and complete the case, changed the reload. There was no patient injury.